Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the energy select buttons on the front panel were not functioning. The complainant indicated that there was no patient involvement in the reported malfunction.